Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to a knot above the skin level include, but not limited to, patient anatomical condition, superficial vessel. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the suture trimmer or non-rail suture is tensioned/advanced. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery with a prostyle device using the pre-close technique via a 7fr sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. The sutures of two prostyle devices were successfully pre-placed; however the second knot seemed to be above the skin. The sheath was upsized to a 15fr sheath and the evar procedure was completed. Reportedly, post procedure the first knot was successfully advanced; however, the second knot could not be advanced at all when the performing hemostasis. The knot was pushed with the suture trimmer but the suture did not advance, so the suture was cut distal to the knot. The first prostyle suture and a new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.